Event description:
It was reported that the right atrial lead dislodged after patient ambulation prior to discharge. After numerous attempts to reposition the atrial lead, the physician was unable to find a stable position due to extensive right atrial scarring. It was noted that the patient had previously undergone a maze procedure. The lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.